Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced f1, c3 on motor control board due to wont power up, a review of the device history record for sn 15695466 was performed from date of manufacture 09/05/2019 to the present date 11/24/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported by the customer that the device has no power indicated and won't charge. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device has no power indicated and won't charge. There was no patient involvement.